Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no audible sounds when opening the door, or during any alarm, which was observed during evaluation. The cause was determined during a visual inspection to be the rear case flex was not accurately connected to the input/ output printed circuit board. The rear case was replaced due to an unrelated issue. The rear case replacement corrected this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audible sounds with opening the door, or during any alarm. The failure occurred at or before clinical use during new pump check-in at the biomedical service department. There was no patient involvement. No additional information is available.